Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories, the air/water nozzle was flushed with air and water, the nozzle was wiped with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. During evaluation, the reported issue was confirmed; the bending angle in the up direction did not meet with specifications during testing due to a worn angle wire. Visual examination found the following additional issues: the bending section cover adhesive was scratched, chipped and cracked with a white cloudy area; switch button 2 was scratched; the suction cylinder was scratched; the adhesive around the objective lens had a white cloudy area; the adhesive around the light guide lens was peeled with a white cloudy area; the connector cover was dented and scratched; and the connecting tube was scratched, consistent with having been pinched; and the connecting tube was wrinkled with peeling resin, consistent with chemical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a defective angle. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.